Manufacturer narrative:
Argus case (B)(4).

Event description:
Accidental ingestion of the product. [Accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident overnight denture cleanser tablets) tablet (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started polident overnight denture cleanser tablets. On (B)(6) 2020, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident overnight denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident overnight denture cleanser tablets. Additional details, the consumer reported that as the color of the solution had not changed,accidentally she took a sip or two and she had not felt nothing after half hour.